Event description:
Customer reported the unit has no communication with the computer. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface pcb. System operates as intended.